Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the caregiver reported the user had elevated bg up to 400 mg/dl after meal announcements. The user performed a full supply change and noted delayed insulin drops when filling tubing. After confirming flow and reconnecting, bg decreased to 190 mg/dl and continued trending down. No hospitalization or lasting effects were reported.